Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and the customer reported complaint was confirmed and reproduced. The erbe fuse was replaced with new ones.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting turned off, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to start post anesthesia of a da vinci-assisted surgical procedure, suddenly integrated electrosurgical unit (iesu/erbe) turned off. The customer tried restarting erbe, reseated power cord, verified operating room wall socket. Intuitive surgical, inc. (Isi) technical support engineer reviewed the system logs and had no errors reported in the system logs. The tse informed the customer that erbe was down and suggested to use third-party erbe. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start, post anesthesia. It was unknown if ports were placed or not. The system functionality was checked upon powering on the system and the system was initially powered on without errors. The erbe initially powered on without errors. The customer used third party generator and the procedure was completed robotically.